Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 620mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the shaft broke. The device was fully retrieved. No patient complications were reported.